Manufacturer narrative:
No event date was given, therefore an approximate date of (B)(6) 2018 was used as the event date. This event was reported to the FDA via a voluntary medwatch report. The report number is (B)(4). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 365 laser fiber was used in a procedure performed on an unknown date. According to the complainant, during procedure, the tip of the laser fiber broke inside the patient. The physician plans to retrieve it during subsequent surgery. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted